Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting disable universal surgical manipulator (usm) 1 message an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform a failure analysis. The usm was analyzed and found to confirm and replicate errors 32056, 1123, and 1173. The complaint regarding the disabled usm 1 message was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, the customer received a continuous message to disable the universal surgical manipulator 1 (usm). The customer stated they tried to power cycle the system twice and then performed a hard power cycle on the patient side cart (psc), but the faults persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer that they could continue using the system as a three-usm system, if necessary. The isi tse also informed the customer that if they disabled usm 1, the guided setup and table motion would be unavailable to them. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon disabled usm 1 and completed the case robotically. There was no harm to the patient.